Manufacturer narrative:
Internal file number - 333592/1-1. Evaluation summary: the device was returned and investigated. The reported gripper line break and gripper actuation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported gripper actuation issue appears to be related to the observed gripper line break. However, a definitive cause for the gripper line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm actuation issue and the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. During a second grasp, it was observed that the grippers were not moving. The clip was brought back to the left atrium and the gripper line was tested. It was observed that the gripper line was not working properly. The cds was removed from the anatomy and a gripper line break was confirmed. Two clips were implanted, reducing the mr to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.